Event description:
It was reported that the day after implant, the ventricular lead showed a dramatic reduction in r-wave size. The lead remains in use for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.